Event description:
It was reported that an angio-seal was selected for use post outpatient cardiac catheterization. A pre-deployment angiogram was not performed prior to deployment. The pt was doing well during recovery; however, during ambulation, the pt began to have transient ischemia in the affected leg. The pt was admitted to the hospital and started on a heparin drip (dose and rate unk). The pt was then taken to the vascular lab where a clot was seen in the area where the angio-seal was deployed. The pt was taken to surgery where the clot and angio-seal were removed. Additional info was not available.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) recommends that a pre-placement arterial angiogram be performed to ensure correct placement of the device in the common femoral artery (cfa). The angio-seal instructions for use (IFU) state that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention.